Manufacturer narrative:
Trackwise # (B)(4). The hsk iii device was returned to the factory for evaluation on 25aug2020 and investigated on 03sep2020. Sign of clinical use and evidence of blood was observed. A visual inspection was conducted. Sign of blood was observed inside and on the loading device. The delivery device was returned outside the loading device. The tension spring assembly was not returned for evaluation. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device, we were not able to measure the delivery tube dimensions. Based upon the received condition of the device, the reported failure "activation problem¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy properly to create the seal . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy properly to create the seal . A replacement device was used to complete the procedure. The hospital did not report any patient effects.